Manufacturer narrative:
The subject device was evaluated and investigated by olympus medical systems corp. (Omsc). There was a contact mark on the distal end of the probe. There was a mark on a grasping section that came into contact with a probe tip. The tissue pad in the grasping section was intensively worn away. The device history record for the lot indicated no anomaly with the event-related items below. [Inspection] ultrasonic output. [Inspection] appearance. It was estimated that the reported phenomenon occurred by the following mechanism: ¿the ultrasonic output was activated while nothing was grasped between the grasping section and the distal end of the probe (this includes after tissue resection). Therefore, the tissue pad was worn out, and partially torn. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed by the other health care professional that during a laparoscopic appendectomy using the subject device with usg-400, the tissue pad was damaged on the about 5th activation. The intended procedure was completed with another device. There was no patient injury reported. On 12/28/2021, the subject device was returned to omsc for evaluation and investigation. Omsc found that the tissue pad in the grasping section was intensively worn away.